Manufacturer narrative:
The device has been received, but additional time is required to complete the investigation. Upon completion of the investigation, a supplemental will be submitted.

Event description:
The device failed self-test during the daily check. No patient involvement. Factory service identified the cause of the self-test failure being due to a preamp internal/external reference failure error code.